Event description:
A 19 year old female, gravida 1 para 0, (expected date of confinement 7/3/98) admitted in early labor, cervix 2-3cm, on 6/29/98 at 1457. Augmentation with prostin was initiated. Her labor progressed and she was pushing well with contractions by 2200. Vacuum extraction was applied at 2235. A babyboy was delivered at 2248 over a midline episiotomy, requiring suprapubic pressure due to a moderate shoulder dystocia. The baby was limp and pale with a slow respiratory effort and heart rate less than 60. He responded to resuscitative efforts; apgars were 6 and 8. The head had marked edema of the scalp with abrasions and marked erythema over the right parietal area. The baby was lethargic. No siezures were noted throughout the baby's admission. He also sustained a brachial plexus injury to his left arm.